Event description:
During follow-up, post-paced t-wave oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Related manufacturer report number 2017865-2022-45647.